Manufacturer narrative:
Section d1: brand name: corrected section d4: model number, catalog number, and UDI: corrected manufacturer¿s investigation conclusion: the reported event of damaged power cables on the hmii system controller (serial number: (B)(6) was confirmed via investigation of the returned controller. The submitted and downloaded log files were reviewed on the reported event date of 01apr2024 and showed the controller functioning as intended. The driveline was disconnected at 12:58 on (B)(6) 2024, consistent with the reported controller exchange. Upon initial observation of the returned controller, the damage to the power cable strain reliefs and jacket were noted. The controller passed functional testing with no issues or alarms. The power cables¿ wires were tested for raised resistances, and several were found to be higher than the accepted value on both cables, indicating wire fatigue. The power cables were stripped of their outer jackets and evidence of fluid ingress was found, but no external damage to the wires was noted or observed. Provided information indicated that the patient reported no adverse effects due to the controller exchange. The root cause of the reported event was not conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate ii patient handbook (rev. G) instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange due to wear and tear on the controller.